Manufacturer narrative:
As both a lot number and sample were unavailable for this incident, a full investigation consisting of a sample analysis and a device history record review could not be completed. Prior to (B)(6) 2018, there was no trend for infection regarding the bd franklin products. Upon the increase of infection reports beginning in (B)(6) 2018, a corrective and preventive action plan was initiated to address the issue. A review of all lot sterility testing performed for product released between april 2015 and may 2018 confirmed that no organism growth was identified for any lots released during the shelf life of this product. A direct causation between the reported infections and the bd franklin product has not been identified. Investigation conclusion: unknown ¿ lot number was not provided. Prior to the report of infection evaluated in (B)(4), there was no trend for infection cases reported for (B)(6) product. This complaint is part of a new trend which began in (B)(6) 2018. CAPA (B)(4) was initiated to address this issue. As no lot number was provided, a DHR review could not be completed. Although retain samples are available for all lots manufactured in franklin, as the lot number was not provided, retain samples were not tested. A review of all lot sterility testing performed for product released between april 2015 & may 2018 confirmed that no organism growth was identified for any lots released during the shelf-life of this product. The root cause analysis of the reported infection cases under CAPA (B)(4) has not identified a direct causation between the infections and the bd franklin product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a (B)(6) male patient was initially in a hospital as an outpatient after having undergone a hip transplant. While in the hospital, a 10 ml bd¿ pre-filled normal saline syringe, in 10 ml syringe was used intravenously on the patient. The patient was discharged from the hospital. Weeks later the patient returned to the hospital and tested (B)(6) for serratia marcescens. The patient was admitted to the hospital and was treated with antibiotics and was released from the hospital nine days later.